Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 180, 263 and 156 mg/dl fasting and of 246 and 341 mg/dl non-fasting. The customer's expected fasting blood glucose test result range is 146 - 158 mg/dl and non-fasting blood glucose test result range is 178 - 240 mg/dl. At the time of the call, the customer reported feeling lightheaded; medical attention was not needed at the time of the call. Customer stated that she had obtained a result of 246 mg/dl using the truemetrix air meter and due to the result being high, had taken 24 units of insulin per doctor's orders. Customer stated shortly thereafter she began having symptoms and got very hot and felt faint. Customer did not seek any medical attention; customer stated she had eaten a spoon of peanut butter and a banana and about 15 minutes later her symptoms were gone. Customer did not perform a blood glucose test when she began to have symptoms or after they were gone so she was not aware what her blood glucose was at that time. During the call on (B)(6) 2019, a back to back blood test was performed by the customer non-fasting and produced test results of 329 mg/dl and 342 mg/dl using truemetrix air meter. Customer was not comfortable with the results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/27/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative: t, corrected data: f) internal report#: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Patient code 3191 (above): no code available - customer reported symptom of lightheaded. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 180, 263 and 156 mg/dl fasting and of 246 and 341 mg/dl non-fasting. The customer's expected fasting blood glucose test result range is 146 - 158 mg/dl and non-fasting blood glucose test result range is 178 - 240 mg/dl. At the time of the call, the customer reported feeling lightheaded; medical attention was not needed at the time of the call. Customer stated that she had obtained a result of 246 mg/dl using the truemetrix air meter and due to the result being high, had taken 24 units of insulin per doctor's orders. Customer stated shortly thereafter she began having symptoms and got very hot and felt faint. Customer did not seek any medical attention; customer stated she had eaten a spoon of peanut butter and a banana and about 15 minutes later her symptoms were gone. Customer did not perform a blood glucose test when she began to have symptoms or after they were gone so she was not aware what her blood glucose was at that time. During the call on (B)(6) 2019, a back to back blood test was performed by the customer non-fasting and produced test results of 329 mg/dl and 342 mg/dl using truemetrix air meter. Customer was not comfortable with the results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/27/2020 and open vial date is 01/28/2019. The meter memory was reviewed for previous test result history: result 1:246mg/dl, date: on (B)(6) 2019, time:10:10pm non-fasting, result 2:341mg/dl, date: on (B)(6) 2019, time:8:12am non-fasting, result 3:180mg/dl, date: on (B)(6) 2019, time:10:56am fasting, result 4:263mg/dl, date: on (B)(6) 2019, time:9:08pm fasting, result 5:156mg/dl, date: on (B)(6) 2019, time:10:43am fasting.